Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an output anomaly and a short circuit in the ventricular connector.